Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 2.75mm x 20mm emerge balloon catheter was advanced to the lesion for predilation. The balloon was inflated however it ruptured at 14 atmospheres on the third inflation. The device was completely removed from the patient as a whole unit. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were multiple kinks throughout the shaft. The distal tip was damaged. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 2.75mm x 20mm emerge balloon catheter was advanced to the lesion for predilation. The balloon was inflated however it ruptured at 14 atmospheres on the third inflation. The device was completely removed from the patient as a whole unit. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).